Manufacturer narrative:
Product is not being returned for evaluation; therefore, no determination could be made for the reported device failure.

Event description:
Sales representative reported that the surgeon had knot sliding as well as knot fraying issues involving three devices during a meniscal repair. He confirmed that t's from two of the devices remain in the patient unsupported by suture. One set was able to be removed. Surgeon experienced a delay of approximately 30 minutes to attempt removal of the t's. Surgery was ultimately completed by removing the meniscus, not repairing it. Sales rep stated that this surgeon has been an avid fast-fix user over the last three yrs and has had great success. There was no patient injury noted.